Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small white particle in the glucose chamber of a triple phase bag. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation. Visual inspection revealed a white particle in the glucose chamber. The reported condition was confirmed. The source of this white particle was unable to be determined with the provided information. However, the supplier of the bag has been notified of the issue. Should additional relevant information become available, a supplemental report will be submitted.